Event description:
Pt tried to infuse on (B)(6) 2020 but the syringe flew out "like a bow and arrow". Rph advised that the luer disc was probably not securely placed into the pump properly or not even attached which caused the syringe to fly out of the pump when pump turned on. Pt received new pump today and states when winding it, the black lever was not going back. Replacement pump is broken as well. Rph advised will have team members call pt on monday to reship for tuesday for replacement dose and pump. Pt reported swelling in lower extremities - advised that dr aware, no heart issues and that they recently did blood work and kidney levels not abnormal. Counseled that elevation compression stockings can help but if notice anything getting worse to consult md again and be sure that kidney function is regularly monitored. No further info provided. Indication: nonfamilial hypogammaglobulinemia. Reported to (B)(6) by pt/caregiver.